Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the hospital after receiving an alert for high pacing lead impedance. High capture threshold was also noted. The lead was capped and replaced. The patient did well post-op.